Manufacturer narrative:
No devices or photos were received; therefore, the condition of the components is unknown. Neither surgical notes nor x-rays were provided; therefore, fit and orientation could not be evaluated. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of operative reports, x-rays and/or product or further information. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient was implanted in (B)(6) 2011 and revised in march 2012 due to pain and swelling.